Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, one month later, the patient underwent an I&d and a polyethylene liner exchange. During the procedure it was noted what appeared to be an old hematoma and no evidence of purulence, no pus, or other signs of infection. The liner was exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - 65439583. 42532007102 - tibia cemented 5 degree stemmed right size e - 65385475. 42540000032 - all poly patella cemented 32 mm diameter - 65584857. Unknown - unknown palacos cement - unknown. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the I&d to clear out any debris, hematoma formation, or to prevent deep joint infection. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.